Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen appeared peeled and the pump housing was cracked open, exposing internal wiring, while the device remained functional; the user reported the device had been banged around, and a replacement was issued with instructions to disconnect and use backup therapy until receipt. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included customer interviews and request for device return to enable analysis. Investigation of this case revealed physical damage to the pump enclosure and display assembly consistent with external impact, with continued function of the device despite cosmetic and structural compromise. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to handling or impact.